Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped in the front. Error history log review found motor not running error in history. The root cause of the reported issue was found to be the main board was knocked out of the extrusion causing the motor not running error. Actions were taken to mitigate the reported issue: installed main board into extrusion and replaced damaged top case.

Event description:
It was reported that the pump motor was not running and the top case was broken. No patient injury was reported.